Manufacturer narrative:
Evaluation summary: as received, only minimal localized calcification was observed on the free margin of leaflet 1. No calcification was noticed on the remaining two leaflets. However, minimal to moderate host tissue overgrowth encroached onto the tissue at the inflow aspect and into the orifice at the greatest point by approximately 6mm. Minimal host tissue overgrowth encroached onto the tissue at the outflow aspect and into the orifice at the greatest point by approximately 3mm. Host tissue was heavy at stent inflow and moderate to heavy at stent outflow. A tear was observed on the free margin of leaflet 1 at commissure 1, tear measured approx 2mm. Thickened and swollen tissue was also observed on all three leaflets at all three commissures. Device evaluation indicates host tissue (pannus) overgrowth and non calcific tissue degeneration as the likely contributing factors to this explant. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. The mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood. Non-calcific tissue degeneration is a chronic event that is highly variable among patients. The mechanisms associated with non-calcific tissue degeneration are not fully understood, but are apparently mediated primarily by mechanical stress in the leaflet and the host response to the device. Patient biological factors such as age, immune system activation, metabolism, the state of the endocrine system, and comorbidities are believed to play important roles in the development of non-calcific tissue degeneration. There has been no information to suggest a device quality deficiency related to this event. No further action is required.

Event description:
It was reported by a surgeon that an edwards pericardial bioprosthetic valve was explanted and replaced due to leaflet calcification after an implant duration of approximately 13 years. Patient is reported stable following procedure.